Manufacturer narrative:
The field service engineer checked the reagent probe positioning and replaced the microbead mixer and sipper probe. The calibration trace showed that cal level 2 had signals on the lower end. Based on the calibration and qc data, a general reagent issue could be excluded. The customer used a 12 mm sample tube with no rack adapter for the initial questionable results. The customer used a 13 mm sample tube with a rack adapter for the repeat results. Product labeling states: primary sample tube specifications are 13 mm x 75 mm, 13 mm x 100 mm, and 16 mm x 75 mm, 16 mm x 100 mm. The investigation determined the event was consistent with using 12 mm sample tubes with no rack adapter.

Event description:
There was an allegation of questionable elecsys hcg + beta test system results for 2 patients on a cobas e 411 immunoassay analyzer. On (B)(6) 2022, patient a's initial hcg was 0.455 miu/ml. The initial result was reported outside of the laboratory. On (B)(6) 2022, the first repeat result was 1344 miu/ml and the second repeat result was 1269 miu/ml. It is unknown which result was deemed correct. On (B)(6) 2022, patient b's initial hcg result was 3.46 miu/ml. The first repeat result was 78.12 miu/ml. A new reagent lot (643770) was loaded onto the analyzer and the second repeat hcg result was 70.04 miu/ml. The initial result was not reported outside of the laboratory. The result of 78.12 miu/ml was deemed correct. The first hcg reagent lot is 614888. The second hcg reagent lot number is 643770. The expiration dates were requested but not provided.